Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe stopped cutting, but the vacuum continued during a surgical procedure. This caused the retina to aspirate. Add'l info has been requested.